Event description:
A healthcare professional representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to low vault. The lens remains implanted. Cause of the event was reported as "patient related factor" and "unknown" if the device failed to perform as intended. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).